Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and weakness in body. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), fortum injection (1gm, intraperitoneal, once a day) and amikacin injection (100mg, intraperitoneal, once a day, ongoing) for peritonitis. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.